Manufacturer narrative:
Investigation results: visual inspection showed no defects or deformations like broken screws or damaged pressure tube. Deflection and leak test were performed. To do this, the implant was coupled to the insertion instrument and connected an insufflation pump filled with demineralized water to the pressure tube of the instrument. The pressure was slowly increased and the implant slowly distracted completely. After full distraction, the increase in pressure was continued in order to detect any leaks. Even at a pressure of over 12 bar, no leaks were found in the implant. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are currently no further similar complaints with this lot at hand. Conclusion/preventive measures: the complained failure could not be confirmed. The implant worked as intended, it distracted smoothly and completely without any leaks. The only problem that was found during the investigations and checks of documents and specifications was that the sterile date of the implant used was more than three (3) years old at the time of use (expiry date 30sep2020). Based upon the investigation results, a CAPA is not necessary.

Event description:
It was reported that there was an issue with the product sv001t - hydrolift vbr sz.1 (21-24mm)/endplate s . According to the complaint description, the implant could not be clamped intraoperatively. Instruments were changed, and the next size hydrolift was used instead. It was then implanted without any further problems. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. Additional information regarding the patient is not available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch-reports: 9610612-2024-00007 (internal aesculap ag ref. No. (B)(4) - sv001t - hydrolift vbr sz.1 (21-24mm)/endplate s). 9610612-2024-00008 (internal aesculap ag ref. No. (B)(4) - sv001t - hydrolift vbr sz.1 (21-24mm)/endplate s).